Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the tip was torn was confirmed. The device evaluation found the guidewire insertion port was broken with no parts missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, during therapeutic endoscopic retrograde cholangiopancreatography (ercp), the mechanical lithotriptor distal tip for passing guidewire was teared. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation an attempt was made to insert the device into the endoscope while using the guide wire and a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip.¿ olympus will continue to monitor field performance for this device.